Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the low blood glucose (bg) continuous glucose monitor (cgm) alert was not being audibly declared despite the pump volume settings set to medium volume. Customer's bg level was 66 mg/dl. Customer continued to use the pump for insulin therapy.